Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. There was blood and contrast inside the shaft of the device. The tip of the device was found to be damaged. The shaft and collar were microscopically examined. The shaft of the device was partially separated at the collar. The shaft kink was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26jul2016. It was reported that catheter kink occurred. The target lesion was located in the severely tortuous and moderately calcified left main coronary artery (mca). A guidezilla was selected for use. During procedure, the device was advanced inside a guide catheter; however, it was noted that the collar got kinked. No patient complications were reported and the patient's status was good. However, device analysis revealed that the collar was partially separated.